Event description:
Pt was being resusitated with a hyperventilation system which abs pre-assemebled and disposable 02 was filing the bag & seemed to be expelled, as the bag emptied & refilled. After 2 minutes, the pt was not improving so a crna was asked to intubtate. Mask was removed from hyperventilation system & it was discovered that there was a plastic plug in the stem of the mask which was obstructing the flow of 02 to the pt. The plug was removed & pt immediately began to improve. There were several other hyperventilation systems in the department all of which had the same cat#, same lot# & same manufacturer. None of the others contained a plug any where in the airflowpath.